Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. Patient inserted sensor into arm. No additional patient or event information is available.